Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-02734. During device explant due to eri, damage was noted on the right ventricular (rv) and right atrial (ra) leads. The leads were capped and replaced to resolve the event and the patient was in stable condition.